Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4) ¿ patient a (d.o.b (B)(6) 1967). Procedure date: (B)(6) 2025. Experienced a reaction post-surgery on the incision area and the reaction not responding to antibiotics. (B)(4) - patient b (d.o.b (B)(6) 1999). Procedure date: (B)(6) 2025. Experienced a reaction post-surgery. (B)(4) - patient c (d.o.b (B)(6) 1980). Procedure date: (B)(6) 2025. Experienced a reaction post-surgery. (B)(4) - patient d (d.o.b (B)(6) 1979) procedure date: (B)(6) 2025. Experienced a reaction post-surgery. For each patient, please provide the following information: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How many sutures were used from product code mcp4260h, lot 1096hp on this specific patient? How many sutures were used from product code mcp683h, lot 10893t on this specific patient? Did the patient experience both a reaction and infection? Or did the patient only experience a reaction? Please describe the patient manifestations of the reported infection/reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the infection/reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Products for return will be returned under (B)(4).

Event description:
It was reported that a patent underwent an unknown procedure on (B)(6) 2025 and suture was used. Post-op, the patient experienced a reaction to the suture on the incision area. It was also reported that the patient had an infection. Additional information was requested.